Manufacturer narrative:
FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 275cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered right breast implant device migration. The right breast implant has dropped out of pocket/tissue and appears to be uneven and at the bottom of the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.